Event description:
The facility reported to baxter "unable to silence alarm without shutting down the entire pump". The incident was further described, "nurse inadvertently entered a volume into channel a of infusion pump rather than channel b intended. There was no tubing in channel a. Pump started to alarm no tubing. Unable to silence alarm without shutting down entire pump. B channel had a dopamine infusion running, a pt was very dependent on medication. Bp decreased to 85/60 when pump shut off requiring fluid and medication resuscitation". No additional info available.